Event description:
Ous MDR - due to unstable pacing thresholds that began in (B)(6) 2017 the ra lead was replaced on (B)(6) 2017. Due to increased threshold again, the ra lead was repositioned on (B)(6) 2017. The threshold improvement was minimal so this ICD was explanted and replaced. A ram dump was taken on (B)(6) 2017. Should additional information become available this file will be updated.

Manufacturer narrative:
The aforementioned ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. 16 charging cycles were documented in the icds memory. The battery status was found to be mol 1 which is as expected after an implantation duration of 39 months. In a next step, a sensing test was performed and the device sensed the attached heart signals free of noise. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.